Event description:
Report rec'd of non-delivery of labetalol. The pt was receiving labetalol at 60ml/hour for management of high blood pressure. According to the customer contact, the pump display was incrementing like the pump was delivering fluid, but there was not fluid being delivered. The pt was receiving another unspecified IV medication, which was being titrated to help control the blood pressure, along with an unspecified sublingual medication. The customer contact could not recall how long the labetalol was hanging and not infusing. Though requested, the customer could not recall any other information about the reported event.